Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that the patient felt uncomfortable from what seemed to be syncope and went to the hospital. The doctor could not program the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.